Manufacturer narrative:
Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10195430. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that there was migration of the enterprise vrd ((B)(4)) noted during the follow study approximately six weeks post index procedure, based on additional information. The stent moved proximally and ended up in the basilar artery (ba) - posterior cerebral artery (pca) with continued coverage of the aneurysm neck. The stent was implanted during the index procedure from the ba to the left pca for treatment of a 2mm wide necked basilar tip unruptured aneurysm. The proximal ba diameter was reported as 2.8mm and distal lpca diameter was 2.5mm. The stent was not implanted at an acute angle. The stent fully expanded with good wall apposition 5mm beyond the proximal and distal neck. The aneurysm was obliterated and the procedure was completed normally. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10195430. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Received images were subsequently reviewed by an independent interventional neuroradiologist. It was reported that the images were calibrated for measurements. Such measurements were taken using digital jacket software, and the images representing such measurements were saved as tif files in the appropriately labeled directory structure on the memory card that was provided. The case was reviewed with the following questions in mind: was the anatomy appropriate for device deployment, meeting label requirements. Was the device placed appropriately, with appropriate distal and proximal parent vessel coverage. Was there any manipulation done beyond standard practices. Removing vrd delivery catheter and wire or placing a microcatheter into the aneurysm crossing the vrd struts are considered standard practice. Can the unexpected movement of the vrd by confirmed. How much of the distal parent vessel coverage remained after migration. The reviewer reports that this case is a basilar tip aneurysm that shows a wide neck from the straight ap view but in a right antero-oblique view obtained during the follow-up angiograms it is clear that the neck-to-dome ratio is not that bad and the aneurysm possibly can be embolized even without a protection device. The aneurysm diameter is 2 mm. The reviewer indicates that the majority of physicians would not treat a 2 mm aneurysm in this location, but that of course such a decision should be individualized. The diameter of the distal parent artery is 2.17 mm, the proximal is 3.01 mm. The device was placed appropriately, with 7.48 mm distal parent artery coverage, into the left pca. The distal markers of the device were open on run#11, at 17:59 pm. The last ap view of the location of the device is run#14, at 18:03 pm. No manipulation with the device was done except the removal of the delivery system. The device remained in its original position after the removal of the delivery device. The follow-up angiogram and aneurysm embolization was carried out approximately six weeks later. Immediately at the first angiographic runs it became obvious that the device moved significantly to the proximal direction between the two angiograms. Distal parent vessel coverage is 1.35 mm, with the flaring distal segment covering the aneurysm neck, probably providing insufficient support. The proximal device markers are seen flaring out at the origin of the strong right aica. One of the markers is seen entering that artery origin and thus blocking further proximal movement of the device. The coil embolization was then carried out rather uneventfully. The reviewer reports that this is a case where no manipulation within the device occurred whatsoever yet the device migrated significantly, limited by the anatomy with one of the proximal markers getting stuck in the right pica. The reviewer further summarizes that the enterprise vrd device was placed appropriately regarding the technique and the distal marker position. Initial parent vessel coverage proximally and distally was good. There was no manipulation with any of the devices that would exceed usual practice by a trained expert. The unexpected movement of the vrd was confirmed; aneurysm neck coverage still remained, albeit very minimal. The fact that the device was a ¿no distal tip¿ had no effect on the results. The device was placed accurately, deployment was not an issue. The device moved after deployment without device interaction. The reviewer reports the mechanism of watermelon seeding as the primary cause of device migration. Device manipulation by the operator was not a factor. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information, vessel characteristics and the mechanism of watermelon seeding appears to have contributed to the event. The IFU precautions that a large differential in diameter between the proximal and distal segments of the parent vessel is a factor that may increase the risk of stent migration. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that there was migration of the enterprise vrd (enc452200/ 10195430) during the follow study. The stent ended up in the basilar artery ¿ pca and continued to cover the aneurysm neck. The stent was implanted during the index procedure from the basilar artery to the left pca for treatment of a 2mm wide necked basilar tip unruptured aneurysm. The proximal ba diameter was 2.8mm and distal lpca diameter was 2.5mm. The stent was not implanted at an acute angle. The aneurysm was obliterated and the procedure was completed normally. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10195430. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event.

Event description:
It was reported that there was migration of the enterprise vrd (enc452200/10195430) during and after (until 2 weeks after) the procedure from posterior cerebral artery into the basilar artery/cfr supra. The physician left the stent in place after the movement of the stent.